Manufacturer narrative:
The insulin pump was received with blank display due to cracked lcd glass. The device also had a crack at corner display window cracked battery tube threads, scratched lcd window, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.